Manufacturer narrative:
Qn#(B)(4). The device history review the product hemolok l clips 3/cart 42/box lot# 73g1900644 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
On (B)(6) 2020, clip was found broken during usage on the patient.